Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to insulin pump was broken with blood glucose of 400 mg/dl at the time of the incident, when he arrived at the hospital his blood glucose were 170 mg/dl. Customer was running a fever and then went to intensive care unit and was on an insulin drip. The customer was treated with manual injections. The insulin pump will not be returned for analysis.